Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Unrelated to this issue, the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 09/02/2016.